Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stent were implanted in the lad. Approximately 20 months post procedure patient suffered of chest pain. The event was treated with medication and blood transfusion. Patient recovered. Cec adjudicated the event as myocardial infarction (unknown vessel).